Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? Does the surgeon believe that the ethicon products involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? (B)(4).

Event description:
Title: the vaginally assisted laparoscopic sacrocolpopexy: a pilot study. Author(s): stavros athanasiou & themos grigoriadis & ioannis chatzipapas & athanasios protopapas & aris antsaklis. Citation: int urogynecol j (2013) 24:839¿845; doi 10.1007/s00192-012-1947-0. The prospective pilot study aimed to assess the efficacy and safety of an operative technique, the vaginally assisted laparoscopic sacrocolpexy (vals), for the treatment of women with severe uterovaginal prolapse (uvp). Between sep2007 and apr2009, 27 female patients (mean age sd 57.2±6.9 years) with advanced symptomatic uvp stage 3 or 4 underwent vals. In the procedure, gynemesh were attached to the anterior and posterior vaginal walla with 3/0 prolene (polypropylene) sutures, including the whole thickness of the pubocervical and rectovaginal fascia. Two months postoperatively, one patient was observed with visible prolene suture at the vaginal vault which was removed under local anesthesia. There were no mesh erosions/extrusions observed at 12 months. The author stated that the good anatomical results can be attributed to the initial transvaginal approach of the technique. Vals minimizes the risk of erosions because the meshes were sutured onto a thick vaginal wall including the pelvic fascias, as well as avoiding placing sutures near the devascularized vaginal cuff.